Event description:
Information was received from (B)(6) that the site reported that it was not possible to connect the controller to the monitor at the data connection port. The controller was exchanged. The patient was fine with no effect on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines the steps to take for proper connection of cables to the controller in order to prevent damages to the connectors. It further includes a warning to keep a spare back up controller available at all time with the steps for exchange of devices outlined. Per the warnings, damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via lab analysis which determined that a solder bridge was created between pins #17 and #15 during manufacturing. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a manufacturing assembly deficiency which likely contributed to the event. DHR review did not show any issues related to this controller during manufacturing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.